Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that inappropriate mode switching occurred due to far-field r-wave oversensing. Far-field p-wave oversensing was also noted. The patient was asymptomatic. Programming changes were made, and device remains implanted.